Event description:
It was reported the patient had an advance implanted on an unknown date. It was indicated that the advance failed: patient was leaking urine. Another incontinence device was implanted on (B)(6) 2015. No patient complications were reported in relation to this event.